Event description:
It is reported that during surgery, the liner was not able to be inserted into the shell. The surgeon explanted the shell and implanted a new one; the same liner was able to be implanted properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.